Event description:
Same case as MDR ID: 2134265-2014-03054. It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 12mm x 4.00mm nc quantum apex balloon catheter was selected to dilate the lesion. During the procedure there was resistance when it entered the 5fr guide catheter, the proximal shaft balloons about 20cm got fractured right after it entered the guide catheter. The procedure was completed with a different device. No patient complications were reported ant the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; the catheter was examined using tactile and visual inspection. There was blood in the guidewire lumen and the balloon was tightly wrapped. The hypotube was broken 76cm from the strain relief. The hypotube was kinked 55.5cm from the distal tip (10cm from the break) and 71cm from the strain relief (5cm from the break). The fracture faces were oval shaped, as if kinked prior to separation. Examination under magnification revealed a twist in the exit notch and damage consistent with guidewire interaction. There was no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03054. It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 12mm x 4.00mm nc quantum apex balloon catheter was selected to dilate the lesion. During the procedure there was resistance when it entered the 5fr guide catheter, the proximal shaft balloons about 20cm got fractured right after it entered the guide catheter. The procedure was completed with a different device. No patient complications were reported ant the patient's status is fine.